Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per the IFU the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip of the device and the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The total stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During inflation, the balloon ruptured before it reached nominal burst pressure (nbp). The device was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The total stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During inflation, the balloon ruptured before it reached nominal burst pressure (nbp). The device was removed carefully and slowly from the patient, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.